Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Cts provided complete pump reset information, enabling the caller to reset the pump when ready and advised follow-up if the issue persists.